Event description:
It was reported in a literature publication that the patient was referred for bone grafting and placement of a single implant to the left poster ior maxilla. The patient presented with a missing left maxillary first molar and resorption of the associated alveolar bone. A synpore barrier was contoured to form a new alveolar ridge. Rhbmp-2 was placed between the alveolar bone and barrier. One positional screw was placed on the facial and one on the palatal surface. At postoperative day 7, the synpore barrier was exposed and mobile. The palatal positional screw was loose and no longer securing the barrier on the palatal surface. Because of the instability, the barrier and graft were removed. The area was subsequently regrafted with autologous and allogeneic bone and an implant later placed.

Manufacturer narrative:
Literature article citation: hart and bowles. Reconstruction of alveolar defects using titanium-reinforced porous polyethylene as a containment device for recombinant human bone morphogenetic protein 2. J oral maxillofac surg, 2011 (doi:10.1016/j.joms.2011.09.025). (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.